Event description:
It was reported a patient with previous stent and coil placement complained of a burning sensation and numbness of her left side during her second follow-up MRI. The patient was immediately removed from the MRI machine and the numbness as well as the burning sensation ceased. The patient is reported to be okay.